Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited small r waves post-operatively when the patient was in a supine position. The r waves recovered when the patient was in a sitting position. The rv lead remains in use. No patient complications have been reported as a result of this event.